Event description:
Note: the event date is unk. It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the console did not deliver an audible alarm when rf energy was being delivered. The unit did, however, deliver the correct level of output energy and was used to successfully complete the procedure. Follow-up with the complainant revealed that additional info regarding the pt or procedure was not available. Should additional relevant details becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).